Event description:
This is report 2 of 4 involved in this peritonitis event. On an unreported date, the patient began treatment with dianeal pd4 ambuflex intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient was diagnosed with peritonitis. The cause of the peritonitis was not reported. Treatment information was not provided. It was not reported whether dianeal therapy was ongoing at the time of the event. It was not reported whether the event resolved. A causal relationship was not reported for the event of bacterial peritonitis with culture positive for klebsiella pneumoniae and escherichia coli and dianeal pd4 ambuflex therapy. The nurse declined to provide further information.

Manufacturer narrative:
(B)(4). The cause of the peritonitis was undetermined. A batch review was performed for the potentially associated lot number (gd875567), with no defects noted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.